Event description:
It was reported that the patient with this implantable pacemaker reported this device exhibited premature battery depletion (pbd). This device longevity has decreased from 4 years to 2.5 years in a span of 7 months. Boston scientific technical services (ts) advised the patient to contact device clinic or physician to discuss factors that can affect longevity estimates. To date, this device remains in service. No adverse patient effects were reported.